Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight is not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an initial open reduction internal fixation (orif) of the left foot, the surgeon was using the compression wire through the plate, to hold the plate to the bone, and the wire broke at the ball junction. The ball was left in the plate and the surgeon had to unscrew it from the plate with pliers. This resulted in a three (3) minute delay. The surgeon used another wire to complete the procedure. No fragments were left in the patient. No medical intervention was needed and no patient harm. The wire was discarded and the plate remains implanted. The procedure was successfully completed. Patient outcome is stable. Concomitant devices reported: 2.4/2.7mm variable-angle locking compression plate (va-lcp) cloverleaf fusion plate/short (part # 02.211.250, lot # unknown, quantity # 1). This report is for one (1) compression wire. This is report 1 of 1 for (B)(4).